Event description:
Healthcare professional reported a clinical patient was injected with juvéderm® volite¿ xc on two dates about a month apart. Just under 5 months after the recent injection, patient experienced mild strep throat and torticollis that were not device related. Three days after onset, patient began treatments of oral augmentin for the strep throat and oral ibuprofen and cyclobenxaprine for the torticollis. Events resolved about two weeks after onset. This MDR is being submitted for the first injection of juvéderm® volite¿ xc.

Manufacturer narrative:
Additional to section c. Suspect product: name & strength is hydrochloride lidocaine / 0.3 %, route used is subcutaneous, and lot number is 980/1. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of torticollis and strep throat, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected with juvéderm® volite¿ xc on two dates about a month apart. Just under 5 months after the recent injection, patient experienced mild strep throat and torticollis that were not device related. Three days after onset, patient began treatments of oral augmentin for the strep throat and oral ibuprofen and cyclobenxaprine for the torticollis. Events resolved about two weeks after onset. This MDR is being submitted for the first injection of juvéderm® volite¿ xc.